Event description:
The clinical manager reported that the patient was admitted to the hospital on (B)(6) 2011 with a blood glucose (bg) of 700mg/dl. The patient was placed on an insulin drip and bg went down to about 200mg/dl and the patient was discharged on (B)(6) 2011. Customer support (cs) reviewed the pump history and basal delivery was appropriate. There were no alarms in the history. Cs determined there were no malfunctions associated with the pump. There were no site/set issues found during troubleshooting. This report was being made due to the patient's alleged hyperglycemic event while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a reviewed of the pump total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 confirmed that the daily insulin delivery totals correctly reflected the user's programmed basal rates. There were no alarms or pump conditions indicating a malfunction recorded in black box or alarm history. A 29-hour flow accuracy test was performed and the pump was found to be delivering within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).